Event description:
It was reported that exit block and high impedance were noted. Externalized conductors were suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.